Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 events were previously reported during the reporting quarter; however: - 2 previously reported events in this report should have been included under MFR report # 0001811755-2020-00219. - 2 previously reported events are included in this follow-up record. Product return status 1 device was received. 1 device was not available for evaluation. Event confirmation status 1 reported event was not confirmed. Evaluation results 1 device had no problem found.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a component detach. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 1 event had no known impact or consequences to the patient. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10. 4 previously reported events are included in this follow-up record. Product return status: 1 device was received. 1 device was not available for evaluation. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was not confirmed. Evaluation results: 1 device had no problem found.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had a component detach. 4 events had patient involvement; no patient impact.